Event description:
Prior to a coronary stent procedure, stent damage was noted. The physician removed the 2.75 x 20 mm taxus express2 drug eluting stent from the packaging and noticed stent damage. The procedure was successfully completed with another 2.75 x 20 mm taxus express2 drug coated stent. No patient injuries or complications were reported.